Manufacturer narrative:
Analysis was able to confirm the touchscreen was not responding to the stylus intermittently. The display was replaced and the software was reloaded. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not responding to the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.